Manufacturer narrative:
"Suspect medical device" was updated with the correct model, c4120, 38cm grasper repos cart, 10/bx. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering found that the latis pad was detached from the jaw, matching the customer's experience. The latis pad was also returned. Engineering found visible holes in the blue latis pad indicating that a lot of force was required to detach the pad from the jaw's surface. The pad detachment may be attributed to excessive force during surgical use. However, the exact cause of the pad detachment is unknown. Applied medical actively monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic hernia repair :" bwe tip fell off grasper end into the patient's abdomen witness by surgical tech & surgeon. The bwe tip was removed immediately by surgeon from the patient's abdomen." Patient status: "recovering."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.